Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate anti-tachycardia pacing (atp) and numerous inappropriate shocks. The lead displayed noise, oversensing and loss of capture. The lead was subsequently determined to have dislodged. The patient was seen for a revision procedure where the lead was attempted to be revised but the physician encountered difficulties with the helix mechanism. The lead was explanted and replaced. The lead has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. There was dried blood/body fluid noted in the helix housing. A stylet was not able to be inserted through the terminal pin due to the blood/body fluid infiltration. The lead was determined to have been electrically continuous. The helix was able to be extended after eleven turns but was noted to be 'sticky' and sprang out. Laboratory testing indicated that the observation of difficulties with the helix mechanism during the revision procedure was likely due to the blood/body fluid infiltration.